Event description:
It was reported that separation occurred during use with a unspecified bd closed system drug delivery device. The following information was provided by the initial reporter, "patient was connected to a primary IV line, primed with ns in preparation for cytarabine chemotherapy. Bd phaseal luer lock connector was connected to the primed primary line and bd phaseal injector luer lock which was connected to the chemo was inserted into the primary line. Chemotherapy was back primed successfully. However, after the rn rehung the chemotherapy onto the IV pole, the entire chemo system including the luer lock connector piece dislodged from the primary tubing, causing the chemo (estimated 20cc's) to spill onto the floor. The chemo line was immediately clamped upon recognition of the spill. The chemo was cleaned off of the floor using the unit's chemo spill kit." 1 of 5 complaints.

Manufacturer narrative:
After additional communication with the customer it was found there was no issue with the phaseal injector, but with the connector. The reported malfunction for the phaseal connector was captured in MFR report # (b0(4) / patient identifier (B)(6). Please consider this MFR# (B)(4) canceled. H3 other text : see. H.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a unspecified bd closed system drug delivery device. The following information was provided by the initial reporter, "patient was connected to a primary IV line, primed with ns in preparation for cytarabine chemotherapy. Bd phaseal luer lock connector was connected to the primed primary line and bd phaseal injector luer lock which was connected to the chemo was inserted into the primary line. Chemotherapy was back primed successfully. However, after the rn rehung the chemotherapy onto the IV pole, the entire chemo system including the luer lock connector piece dislodged from the primary tubing, causing the chemo (estimated 20cc's) to spill onto the floor. The chemo line was immediately clamped upon recognition of the spill. The chemo was cleaned off of the floor using the unit's chemo spill kit." 1 of 5 complaints